Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent mesh implantation in order to treat stress urinary incontinence and a rectocele. The patient underwent mesh revision/explantation on (B)(6) 2010 due to a cystocele and an urethrocele. The patient underwent mesh trimming and mesh removal on (B)(6) 2012. (B)(4) - cystocele; urethrocele. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013- 06591. The same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent surgery on (B)(6) 2009 and mesh was implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence and rectocele and mesh was implanted. It was reported that the patient had a concurrent procedure of a cystoscopy, tension-free vaginal tape obturator approach and mesh posterior repair performed during mesh implantation. No additional information was provided.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, organ perforation, bleeding, dyspareunia and neuromuscular problems. (B)(4) - urinary/bowel problems.